Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that at around 1:00 am, the patient's daughter called 911 for medical assistance because she went unconscious. This report is 1 of 3 allegations of inaccurate cgm values that had similar event details. When the paramedics arrived, the bg test showed 22 mg/dl while the tandem tslim x2 insulin pump in modified closed loop showed egv 400 mg/dl. No other details provided. Patient refused to provide the details and refused to get a callback on a later date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This report is 1 of 3 allegations of inaccurate cgm values that had similar event details. Related records: (B)(4).